Event description:
It was reported that this subcutaneous implantable cardioverter defibrillator (s-ICD) system exhibited oversensing of noise on the primary vector. Noise was able to be reproduced with pocket manipulation. An untreated episode was stored due to the high amplitude noise and wandering baseline. Review of device data revealed that this device previously exhibited t-wave oversensing in which multiple inappropriate shocks were delivered. Shock therapy was deactivated, however this device does remain in service. No additional adverse patient effects were reported.